Event description:
Device was not heating properly. Then hi-output transistor socket had melted when transistor overheated (shorted). No injury to pt. Unit was not being used with pt. It was warming up.